Manufacturer narrative:
The pod was received fully deployed. Upon removal of the top housing, the hard cannula was observed to not be seated in the slide retract. Further inspection of the needle mechanism found damage on the slide retract due to the hard cannula being incorrectly installed. It could not be determined if the incorrectly installed hard cannula was the cause of the reported needle deploying early. The cause of the reported needle deploying early could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down/smartphone data not available. Omnipod 5 software app version data not available. Operating system data not available. Hardware data not available. Cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.